Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified device with white encapsulation, fold creases and brown particles material was found on the shell/gel. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side exchange due to concern with the product. Healthcare professional reported rupture. Healthcare professional additionally reports "heterogeneous calcifications" and "breast lumps". The device has been removed.